Event description:
In 2008, the sales rep reported that on an unk date, the surgeon was loading the screws and the driver would not attach to the driver. The surgeon used another instrument in the kit to finish the case as intended. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Eval is pending upon the return of the product.